Manufacturer narrative:
Lot and serial number of the device not provided by the complainant; therefore, the UDI, expiration and manufacturing dates are not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported and a definitive root cause for the reported event could not be determined. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends.

Event description:
It was reported that a localizer tag was placed under tomosynthesis guidance on (B)(6) 2021, into a mixed density breast. The position was satisfactory at the time of the procedure, confirmed on mammogram. The patient received a surgery on (B)(6) 2021, and the localizer was found to have migrated superficially and was not found into the specimen. The surgery was successful into taking the abnormality, but the tag was found close to the skin, lateral to the surgery site. No other information is available.